Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective, motor had electrical fault, trigger was stuck, blocked, jammed and heavy moving, and the motor charge current was high on the small battery drive device. It was further determined that the device failed pretest for check the power with the test bench, check function of the pen drive console, compatibility between the small battery drive device and the small battery drive device ii, check the triggers and the electronic control unit function, switching function, oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the unit was spoiled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.